Event description:
During svc it was noticed that the board was not allowing enough power to the unit and would not allow the speaker to be audible. There was no pt harm reported.

Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.